Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an armada dilatation catheter was prepped without issue and advanced to an unspecified carotid artery in a pig. The balloon was inflated at 18 atmospheres (atms) for 30 seconds. After 1 minute, the balloon was inflated again to 20 atms for 28 seconds, it was then noted that the balloon would not hold the pressure. The device was removed from the anatomy. Once outside the anatomy, balloon inflation was attempted and a leak was noted at the strain relief. Another armada was used successfully. There were no reported effects due to the leak. There was no additional information provided.